Event description:
Customer reported that the passport 2 monitor shuts down intermittently and no spo2 monitoring, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated monitor and replaced defective spo2 board and display ground cable. Reseated all cables. Calibrated and safety tested unit to factory specifications.